Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
During a clinical trial sponsored by biosense webster, it was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered pericarditis requiring medication. Post-procedure, the patient developed pericarditis. An unspecified medication was administered. Patient required extended hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, serious, possibly device-related, and probably index procedure-related. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Additional clarification was received on the event (B)(6) 2018. The event did not lead to death, fetal distress, fetal death or congenital abnormality or birth defect. It did not result in a life-threatening illness or injury. It did not result in a permanent impairment of a body structure or function. (B)(4).

Manufacturer narrative:
Initially, it was reported that the principal investigator assessed this event as possibly device-related. Additional information was received on march 7, 2019 stating that the principal investigator has assessed this event as not investigational device-related. (B)(4).